Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, it was observed that several columns/rows of the display of the infusion device are not lighted correctly. Furthermore, this could lead to misinterpretation of therapy data.